Event description:
It was reported that this right atrial (ra) lead exhibited oversensing that resulted in pacing inhibition greater than 2 seconds. This patient is dependent. Boston scientific technical services recommended reprogramming options. No additional adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).